Manufacturer narrative:
One cardiomems wi-fi adapter with model cm3040 was received for evaluation. Visual inspection revealed that the wi-fi adapter was damaged and the chassis holder was broken off causing exposed circuity.

Event description:
This report is to advise of an event observed during analysis confirming exposed circuity on the wifi adaptor.